Manufacturer narrative:
The product has been returned for analysis, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the physician went to put the stent in the mid right coronary artery (rca) when he felt resistance. The lesion was calcified and the vessel tortuous. The stent got hung up on a stent implanted in the proximal rca in a previous procedure. At this point, the stent was off the stent delivery system (sds) towards the guidewire. The sds, guide catheter and guidewire were removed as one system. When the guide was flushed, they could see the wire was deflected at the end of the guide by the stent which was stuck in the guide at that time. The vessel was recannulated with a fresh guide, fresh wire, ballooned, and stented with a xience v. The procedure was successfully completed and there was no patient injury.